Event description:
It was reported that the patient alert triggered due to a high impedance reading on the svc (superior vena cava) portion of the right ventricular lead. Interrogation confirmed that the high impedance reading was measured only once and then the impedance returned to normal. The svc setting was turned off and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.